Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: d2b (dqy; lit). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. During the procedure, the balloon allegedly had a hole in it. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. During the procedure, the balloon allegedly had a hole in it. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D2b (dqy; lit), g3. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter received for evaluation. Upon visual inspection, no anomalies to the luers, bifurcate or glue fillets. A partial circumferential break was noted at the glue joint. During functional testing, an in-house presto inflation device was used to inflate the balloon, the balloon did not inflate. The water was leaking from the break on the glue joint. The balloon was further inflated to rbp no leaking, and no inflation occurred. The catheter shaft was then cut and connected to touhy adapter to be inflated but was still unable to inflate. Under microscopic observation, a partial circumferential break was noted at the glue joint. No other functional testing performed. Therefore, the investigation is confirmed for the identified break as a partial circumferential break was noted at the glue joint. However, the investigation is inconclusive for the reported pinhole balloon rupture as water was leaking from the glue joint, which prevented the balloon from inflation. A definitive root cause for the reported balloon rupture and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g2, g3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. During the procedure, the balloon allegedly had a hole in it. There was no reported patient injury.